Manufacturer narrative:
The pod was received with the slide insert visible in the viewing window and linkage assembly fully retracted, however the soft cannula was not visible in the bottom housing window and the tip of the formed needle was not observed to be sitting outside of the bottom housing opening. Large cracks were observed in the top and bottom housings of the pod. After opening the device, the environmental seal was observed to be unseated from the bottom housing opening, the length of the formed needle was observed to be bent and the mechanism rails were found to be bowed, and the ratchet retainer pins were unseated, with the top pin missing, and a commutator cap finger was found to be bent. The pcb assembly was found to be slightly detached from the pod chassis, showing the hook switch cup springs and fill sensor springs, and the fill rod was found to be on top of the bottom fill sensor spring. All attempts to obtain the download data were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish communication between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The pod data could not be obtained as the pod could not establish communication with the master pdm. Inspection of the fluid path found the exposed portion of the soft cannula to be torn away and the soft cannula length was measured to be out of specification. It could not be conclusively determined when or how this damage occurred. Inspection of the pcb assembly found damage to the components. This damage prevented the pod from communicating with the master pdm and contributed to the low battery voltages. The damages to the pod housing, pcb assembly, mechanism rails, formed needle, and ratchet gear and commutator cap assembly can be attributed to post use. It could not be determined when the needle mechanism deployed. The cause of the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.